Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Event description:
Healthcare professional reported right side deflation. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, yellow biological tissue inside device and wear abrasion. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify sharp opening on the radius . A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a opening sharp on the radius side assessed as unidentified (tear) opening.